Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "the patient was admitted to ccu as an emergency patient with unstable angina pectoris. Due to hemodynamic instability, intra-aortic balloon pump (iabp) was urgently implanted and the catheter connection was not tight." As a result, the intra-aortic balloon (iab) was replaced. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that "the patient was admitted to ccu as an emergency patient with unstable angina pectoris. Due to hemodynamic instability, intra-aortic balloon pump (iabp) was urgently implanted and the catheter connection was not tight." As a result, the intra-aortic balloon (iab) was replaced. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab connection problem is not confirmed. All connections on the returned device were secure and the returned device passed visual and functional test specifications related to the reported complaint. The root cause of the complaint is undetermined. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. This damage indicates the iabc was not prepped correctly. An in-service has been requested to reiterate the instructions for use (IFU), including the appropriate method for iabc prep/removal from its packaging. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.